Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(6) on behalf of his partner (the patient) alleging a battery indicator issue with a one touch verio meter. The reporter indicated that the alleged issue started on (B)(6) 2012, at an unspecified time. As a result of the alleged issue, the reporter mentioned that the patient had high readings and developed symptoms of "lightheadedness" and "sickness." No specific blood glucose results were provided. The reporter denied that the patient received medical treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The reporter claimed that the issue was not resolved even after the batteries were replaced on the device. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had a battery indicator issue that was not resolved with troubleshooting. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The reporter did not report any blood glucose values, treatment, or symptoms suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.